Manufacturer narrative:
E3: occupation: interventional radiologist a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a delayed (>24 hours) hematoma occurred after angio-seal deployment and required a thrombin injection. The procedure performed was a renal artery aneurysm. The blood loss was less than 250cc's. Additional information was received on 20 mar 2024: the doctor stated that the patient was very thin and extremely active post procedure. The patient fell out of the bed and was very hypertensive (215/160). The hematoma size was 4-5cm. The procedure sheath was used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved initially with the angio-seal. The patient was stable. No equipment or other devices were used with the involved angio-seal. The patient did not have a bleeding disorder. It was unknown if the patient was on daily blood thinning medication. No multiple sticks were performed to gain arterial access and no posterior wall was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. No blood thinning medication, thrombolytics, or platelet aggregators were used during the procedure. Ultrasound (us) and computerized tomography (CT) scan showed non occlusive bleeding. Thrombin injection was used to treat the bleeding. Manual compression and thrombin injection were used. There is not a direct allegation against the device from the clinician that it caused or contributed to the event. The patient was doing well. The doctor did not feel that either situation was due to an angio-seal malfunction.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma postoperatively. The likely cause was determined to have been patient activity postoperatively resulting in a complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).